Event description:
It was reported that the patient¿s catheter had never been replaced, so there was concern that there may have been a catheter issue. Over the six months prior to report, the patient had experienced excruciating pain, sensitivity, and numbness in her feet. She was also hypoglycemic, malnourished, incontinent, and had neurological issues. In addition, the patient had fallen thirty times over those six months and was knocked unconscious several times. Twice she landed face down on concrete. It was indicated that the managing physician had dismissed the patient from his practice and the patient could not find another physician to manage the pump. However, it was stated that the pump had been filled with saline in (B)(6) 2012 and, per the physician, wouldn¿t need to be serviced until 2015.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j0058224r, implanted: (B)(6) 2001, product type: catheter. (B)(4).